Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 400mg/dl. Multiple follow up attempts were made to gather additional information and perform troubleshooting with the customer, however, the customer did not respond to follow up attempts.